Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion and exposure, infection, pain, dyspareunia, retention, frequency, bleeding and incontinence. An excision of the mesh was performed.